Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, device and patient information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: premature, partial deployment; sds did not insert into sheath. Time of malfunction: during unpackaging and during insertion. Symptoms/ae: na. It was reported that during unpackaging. It was noticed that the stent was partially deployed. An attempt to compress the stent and insert it into the sheath was not successful. The procedure was abandoned and there was no patient involvement. Though requested, no additional information was provided.